Event description:
It was reported a patient had a vaginal delivery on (B)(6) 2012 and suture was used to close the wound. On (B)(6) 2012 the patient complained of pain. It was noted that the suture had not absorbed and an additional procedure was required to remove the sutures. Additional information has been requested.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The analysis found suture pieces are comparable to a non absorbable suture. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-04005 and medwatch 2210968-2012-04006. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.